Event description:
It was reported that the patient received inappropriate therapy due to noise and high impedance possibly due to a fractured right ventricular (rv) lead. Reprogramming was completed and a procedure to replace the lead will be scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The daily pace lead impedance trend data showed an abrupt increase for the rv pace between (B)(6) 2011 and (B)(6) 2012. There were thirteen ventricular non-sustained tachycardia episodes with a cycle less than or equal to 210 milliseconds between (B)(6) 2012 and (B)(6) 2012. There were also four ventricular fibrillation episodes less than 200 milliseconds average v cycle between (B)(6) 2012. Lastly, the short interval counter was equal to 5642 counts in 13.46 days between (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate therapy due to noise and high impedance possibly due to a fractured right ventricular (rv) lead. Reprogramming was completed and a procedure to replace the lead will be scheduled. No further patient complications have been reported as a result of this event.